Event description:
It was reported that the infusion pump had an unattached downstream occlusion (dso) seal and was identified during testing. There was no patient involvement and no patient harm.

Manufacturer narrative:
The suspect pump was returned for evaluation. Visual inspection was performed and was found that there was an unattached downstream occlusion (dso) seal. The event history log (ehl) was reviewed and was confirmed that there were no anomalies noted related to the complaint. The service history review was performed, and it was confirmed that there was no previous repair noted. The allegation made by the complainant was confirmed. The probable root cause of the event was due to a damaged dso seal, and it was replaced to resolve the issue.